Event description:
The user facility reported a complaint to customer service on (B)(6) 2018 for "resistance primary biopsy channel" involving the pentax medical video gastroscope model eg-2990i, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 21-jun-2018. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented an accessory stuck in primary operation channel and primary operation channel crimped at biopsy inlet t-piece which would confirm the customer's experience, and the technician also documented the following inspection findings on 25-jun-2018: insertion tube gauge/dig at stage 1, passed wet leak test, passed dry leak test, insertion tube bite marks, control body grip scratched, rubber trim collar severe cut. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, rubber trim collar. During backlog review it was noted that a good faith effort(gfe) email was not initially sent. A gfe was sent to the user facility on 13-jul-2020 with no response received. Model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 26-jul-2013. On 11-may-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 02-jul-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-jul-2013. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 30-jul-2018 under delivery order (B)(4).

Manufacturer narrative:
(B)(4)